Event description:
It was reported by the patient that the patient began having "dizzy spells" after falling a few months ago and hitting the pacemaker. The patient feels that the lead may have come loose or moved which is causing the dizziness. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.